Event description:
Pump loaded with a 50ml monoject syringe filled with 20ml solution of 20mgms of heparin. Giving set was primed with 2mls and pump infusion rate set to 1.0ml/hr. It was reported that 25 mins after commencing the infusion, the pump alarmed and displayed "syringe near empty". The syringe contained only 6.5mls of fluid and the "totaliser" registered 73.5mls. It is reported that pt was given a clotting agent as an antidote and that there were no reactions.